Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ extension set micro bore there was an issue with foreign matter against the wall in the joint. The following information was provided by the initial reporter, translated from (B)(6) to english: half an hour after the nurse connected the q-syte for infusion, the patient's family found that there was a black substance inside the q-syte. The black substance was against the wall in the joint, but it did not go through the liquid path. The patient's family worried that invisible impurities were imported into the child's body. They needed the hospital to ensure that child could not happen with any problems, they needed hospital to give a statement.